Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when lead connected to the pacemaker, it was noted that the set screw of the pacemaker exhibited damage and loose connection. The lead failed to connect to the pacemaker. The pacemaker and the lead not used and replaced during the procedure. Patient status was not reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: the correct b3 - date of event should have been aug 1, 2025 instead of aug 5, 2025.

Event description:
New information received indicates that the reported lead is right ventricular lead and the patient was in stable condition.